Event description:
A female underwent aaa repair on 02/03/2009. A conduit was originally planned for access in a 5.5 mm vessel. The physician decided to place the device without a conduit. The device then caused a rupture in the left common iliac artery. The vessel was controlled and a conduit was placed. It was then decided to place a zenith renu aaa ancillary graft converter and do a fem-fem bypass since access on the right side measured 5 mm. Patient outcome is unknown at this time.

Manufacturer narrative:
The development of the zenith device successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the line of zenith IFU's stress the importance that access vessel diameter and morphology should be compatible with vascular access techniques. Additionally, the IFU's also state not to advance the delivery system if resistance is felt. Vessel damage could occur and particular care should be taken in areas of calcified or tortuous vessels. The device remains implanted and no images were provided to assist in this investigation. We are unable to determine the exact cause of the rupture. However, we have notified the appropriate individuals and we will continue to monitor for similar events.